Manufacturer narrative:
The reported event of high pacing impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Visual and x-ray examination of the lead did not reveal any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient notifier was delivered indicating that the right ventricular (rv) pacing impedance was high and out of range. The patient presented to the clinic for a lead revision procedure. During the revision procedure, it was noted that in addition to the high pacing impedance, a loss of capture was noted on the rv channel. All other electrical parameters were stable and in range. The rv lead was explanted and replaced to resolve the event and the patient was stable.